Event description:
Rptr has a known latex allergy and has reacted to gloves before. Rptr entered room where another employee was wearing the gloves. Developed hives, swelling of left eye and lips, face became red and hot, developed welts over abdomen and chest, also itching of lips and eyes and experienced some chest tightness/breathing difficulty. Rptr took benadryl. Rptr has been removed from duty and is going to see an allergist to determine if they can return to a latex environment. Allergy is worse.